Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, non-emergency coronary treatment was completed as the issue occurred at the end of the case. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not produce cine or fluoroscopy. Upon troubleshooting, fse found f1 breaker of generator cabinet tripped. To resolve the issue, fse resets the fi breaker and tested the system. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure can be completed with minimal or no delay as the issue was identified at the ed of procedure. This issue would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not produce cine or fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.